Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the belt on the waist pack was torn. The waist pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The waist pack was not returned for evaluation. However, visual evidence provided confirmed the reported event, the strap loop seam was torn. The most likely root cause of the reported event can be attributed to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.